Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history review was performed for the reported lot 2104054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2104054 and found to be within specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported 20 bd plastipak¿ sterile luer slip 1ml syringes contained liquid. The following information was provided by the initial reporter: "there is some fluid inside the 1 ml syringes. It is thicker than water."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 20 bd plastipak¿ sterile luer slip 1ml syringes contained liquid. The following information was provided by the initial reporter: "there is some fluid inside the 1 ml syringes. It is thicker than water."